Event description:
The customer stated an aps iom misread one barcoded sample. The aps barcode reader read sample ID (B)(6). When sample (B)(6) was placed on the track it was not sampled. Upon review of the sample, the customer found that sample (B)(6) had generated results although the tube was still sealed. The barcode label appeared to be of good quality and was placed correctly. The sample was redrawn. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A barcode misread occurred on the accelerator aps. Sid (B)(6) so the sample was processed using the orders for (B)(6). The abbott field service representative (fsr) noted that the double read function was not enabled at the time of the incident, so the fsr enabled the function to resolve the issue. The tube for the current complaint was not available for return so the barcode quality could not be verified. Tracking and trending did not identify any non-statistical or adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.